Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user dropped the device while placing it on the charger, resulting in a cracked and unusable screen. The user experienced a blood glucose value of 235 mg/dl and reverted to backup therapy while awaiting a replacement device. No outside medical intervention was required.